Manufacturer narrative:
(B)(4).

Event description:
It was reported that the clinical subject underwent revision surgery due to elevated metal ion levels. Patient had a primary surgery done on (B)(6) 2011. There is no information on the patient current status.

Manufacturer narrative:
It was reported that right hip revision had been performed. As of today, the implanted devices all of which were used in the treatment, and additional information has been requested for this complaint but has not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history review was performed using the part numbers for a 58mm bhr cup, 52mm modular head, high offset modular neck and smf stem in search of complaints involving elevated metal ions throughout the lifetime of the product. Similar complaints have been identified and this will continue to be monitored. Without definitive part/lot numbers a device history, and IFU review cannot be performed. All of the devices would have met manufacturing specifications. If this information becomes available at a later time, the task will be reopened and completed. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documentation was reviewed. Smith and nephew have not received adequate materials to fully evaluate the complaint, therefore a clinical evaluation could not be performed, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
As of today, device return and additional information has been requested for this complaint but has not become available. Since neither the underlying medical documents nor device part details were received for investigation no thorough medical investigation, manufacturing record review and assessment of the reported event can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient¿s particular case, our investigation remains inconclusive. No preventive or corrective action has been initiated as a result of this investigation.